Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy as a result of far p-wave oversensing. Programming changes were recommended. The patient will continue to be monitored.